Event description:
During gastroscopy, the technician at the user facility found that endoscopic images disappeared intermittently. When the technician checked the device, the endoscopic image disappeared for a few seconds between the cases. There was no report of patient injury associated with the event. Then, the user facility returned the device to olympus (B)(4), and (B)(4) inspected the device. As a result, (B)(4) found that when the device was used in combination with an olympus 180 series endoscope, the endoscope image disappeared intermittently and the color bar and scope error e315 appeared on the monitor. Error e315 means that an incompatible endoscope is connected.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the intermittent image loss and the occurrence of error e315 were caused by a failure of the video connector socket. A large amount of dust had accumulated inside the device. The terminal part of the ribbon flat cable was rusted and needs to be replaced. The rear panel and rear panel connectors were rusted. The chassis and lid were slightly rusted. The power switch was dirty. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. About seven years have passed since the device was manufactured. The endoscopic image abnormalities may have occurred due to wear, corrosion, or loosening inside the video connector socket due to long-term use. In addition, the lock latch may have failed because the user tried to pull out the video connector after connecting it without pushing down the locking lever. This caused the electrical contacts to become unstable and affected the signal transmission between the endoscope and the video system center, which could have caused the error e315 due to false detection of the endoscope and the endoscope image to flicker. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.